Event description:
The manufacturer received information alleging a ventilator's filters were black. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging a ventilator's filters were black related to a ventilator device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging a ventilator's filters were black related to a ventilator device's sound abatement foam.there was no report of patient harm or injury the device was returned to the manufacturer's quality product investigation laboratory for evaluation. The vent was run for 105 minutes and no foreign particles were observed in the outlet filter. The vent was bench tested which showed the clock setting, software revision and internal and detachable batteries build dates failed testing specs. The clock setting and build dates were expected as the the ventilator had taken a while to arrive to the investigation laboratory and be investigated. The vent was taken apart. No contamination was observed in the flow path. No thermal damage was observed inside or outside of the ventilator. Sections d8, d9, h2, h3, and h6 were updated.